Event description:
The patient required revision surgery due to loosening of tibial stem.

Event description:
The patient required revision surgery due to loosening of tibial stem.

Manufacturer narrative:
The review of the device history record showed no deviations. The product complies with the specifications valid at the time of manufacture.